Event description:
Healthcare professional reported "internal pain, body inflammation" and rupture. This is for the left side device. The device remains implanted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.